Event description:
As reported via onkos (B)(4): the patent has a mets distal femur endoprosthesis. The plan is to retain the cemented poly-cased tibial component and revise the distal femoral component and rebushing components. The patient had chondrosarcoma in 2017. The patient has a stanmore distal femur endoprosthesis. The femoral component is loose and therefore a revision is required for aseptic loosening. The body can be the same size. The stem needs to be cemented with a hydroxyapatite collar and an extra-cortical lateral plate.